Manufacturer narrative:
Please note the hde number for this device - (B)(4). This event is related to a post market clinical study 'protect' and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The lot history records for amds55-de, lot 4515 (finished goods) and 4471 (sterile sub-assembly) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Study patient was a 70-year-old- female who had an amds 55 (lot # 4515) implanted on (B)(6) 2019. Adverse event #5 reported a vascular related event detailed as ¿progression of aorta descendens and aortic arch from 41 mm ((B)(6) 2019) to 63 mm ((B)(6) 2019),¿ with an onset date of 27aug2019 (~5 months post-op) with an end date of (B)(6) 2020. The event was deemed ¿unlikely¿ related to the amds device and/or implant procedure. No pre-existing condition or acute disease caused or contributed to the event. The event led to the following serious adverse event: life-threatening illness or injury. The patient was hospitalized on (B)(6) 2019 and discharged on (B)(6) 2019. Treatment for the event was recorded as surgical- cs-bypass and percutaneous- stent. The event outcome was documented as ¿resolved.¿ it is important to note that amds device was not removed, as there were no notable device malfunction or deterioration in characteristics or performance. Additional information reported that the patient died, however, the relation of the death to the device has not yet been evaluated by the study. When this evaluation occurs, the death will be investigated as needed. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. However, the investigator stated the event is unlikely related to the device and procedure. Of note ¿aortic enlargement (e.g. Persisting flow in the false lumen)¿ is listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report, protect study patient experienced "progression of aorta descendens and aortic arch from 41mm (15.03.2019) to 63mm (27.08.2019)." This event is recorded as unlikely related to the amds device and unlikely related to the amds implant procedure. Treatment for the event was recorded as surgical- cs-bypass and percutaneous- stent. The event outcome is listed as resolved. The amds device was implanted on (B)(6) 2019. Additional information reported that the patient died, though the relation of the death to the device is unknown.